Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an upper endoscopy procedure one day prior. According to the complainant, during the procedure the clip was being used to close a stomach ulcer. After opening and pushing the clip into the ulcer the clip bent. The physician's opinion was that the ulcer was too broad for the clip. The procedure was completed using a gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is ay further relevant information from that review, a supplemental medwatch will be filed.